Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient received unspecified treatment for peritonitis. The outcome of the peritonitis event was not reported. Action taken with pd therapy was not reported. The nurse did not consent to be contacted for follow up and declined to provide any more information on the event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.